Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during ankle arthroscopy procedure, inside the patient, the abrader 2.9 mag-mini disp. Blade started to shred small fragments of metal from the burr inside of the joint. The fragments were removed by using a soft tissue shaver on suction. They then used a replacement product from the same batch in the same way but the same issue occurred with the replacement as well. The procedure was finished with a smith and nephew backup device, no surgical delay and patient injuries were not reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A relationship, if any, between the subject device and the reported event could not be determined. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.